Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that the motor drive unit did not rotate back and forth during set up for an unknown procedure. The procedure was completed with a smith and nephew back up device with no delays. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.